Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records was not performed. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the reported leakage failure mode could not be verified, and the root cause could not be determined. H10: g4 (date received by manufacturer), g7 (type of report; follow-up # 1), h2 (correction and additional information). H11: e3 (initial reporter occupation/other occupation), h6: annex e (health effect - clinical code), annex f (health effect - impact code), annex a (medical device problem code), annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve of the pleurx pleural catheter mini kit was blocked and unable to be connected to the drainage bag, and the drainage bag cannot be pushed into the valve at all. It was further reported that the pleurx also started leaking. The valve was changed and successful drainage was accomplished. There was no reported patient impact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device is pending return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve of the pleurx pleural catheter mini kit was blocked and unable to be connected to the drainage bag, and the drainage bag cannot be pushed into the valve at all. It was further reported that the pleurx also started leaking. The valve was changed and successful drainage was accomplished.. There was no reported patient impact.